Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show degenerative disc disease noted with grade two spondylolisthesis at l3/4. Erosion of the top of l4 is apparent preoperatively. Postop films show complex construct from t12 to s1 with segmental screws and one crosslink. Interbody support is noted at l6/s1. Screw lysis is noted around the s1 screws, but no abnormality is detected at t12 to support the report of loosened t12 screws. The l6/s1 level is not shown well enough to assess the reported alif that was done there. Final construct appears well positioned.

Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware instrumentation. At an unknown time post-op, it was reported that three screws were loose and the patient experienced pseudoarthrosis at s1. Patient underwent a revision for refusion.